Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (concentration 3300 mg/ml, dose 898.9 mg/day) via an implantable pump for non-malignant pain, other chronic/intract pain and other non-malignant pain. The pump was alarming/beeping, dual alarm every 30min. The alarm was heard in the early morning on the day prior to this report date. The patient stated that she did not have any symptoms yet and was aware of the underdose/withdrawal symptoms to watch for. The patients low reservoir alarm date was (B)(6) 2016 and patient did not find a doctor to schedule a refill. The patient had been discharged by the managing doctor on (B)(6) 2016 and was still looking for a doctor for pump refills and management. The pump was empty and ran out of medication because the patient had not found a replacement managing doctor. On the day prior to this report date, the patient went to the emergency room and was told that there was no doctor on staff to refill the pump so patient was sent home with oral baclofen. The patient service specialist reviewed underdose and withdrawal symptoms to be aware of. A manufacturing representative also brought up the fact that the pump was nearing elective replacement indicator (eri)/end of service (eos) and may have a secondary alarm going for that reason also additional information received on 2016-july-21 indicated that the patient reported that the ring tone had changed and as of (B)(6) 2016, it was two steady beeps. Reportedly the pump alarmed on the (B)(6) for low reservoir but she did not hear it until 3days later. The patient was advised to have the pump interrogated to confirm reason for alarm and proceed to get pump filled additional information received on 2016-july-26 indicated that the patient was to see a new doctor on (B)(6) 2016. The patient stated that the pump alarm first began (B)(6) 2016 and she began experiencing symptoms of increased spasms, pruritus, intermittent hypotension, nausea, dizziness and altered mental state/"loosing her mind". The patient went to the ER and they told her there was nothing they could do. The hospital information she was given from the manufacturer was too far away. The patient was inquiring what itb withdrawal/underdose sx are and this was reviewed. The patient was redirected back to the health care professional

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.